Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found.

Event description:
It was reported that the patient had a hematoma. During the pocket revision for the hematoma, the pocket was opened and the physician stated the pocket looked very infected. Cultures were taken and the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were extracted. The patient was treated with antibiotics and a replacement system will be placed at a future date. No further patient complications have been reported as a result of this event.